Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision of knee components - reason not reported.

Event description:
It was reported that a female patient experienced knee revision surgery due to tibial loosening and loosening. The patient complained of pain, an x-ray taken before the revision that showed adequate positioning, but possible tibial loosening. There is no new information about the patient or the event. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00136, 1038671-2018-00138 and 1038671-2018-00139.

Manufacturer narrative:
Section h3: the complaint products were not returned for analysis. The condition of tibial loosening and loosening were not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of any other complaint reports involving a part from this manufacturing lot. A review of the device history record showed that the named device was accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. There is no patient information provided; therefore, it is not possible to assess the patient risk/clinical factors. Section h6: in a review of the labeling, device specific risks, fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment not diagnosis. No additional information has been provided about the patient or the event. Information has been requested, not provided.